Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: the complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed and there is no evidence to suggest the product was not made to specifications. During the course of the investigation, a review of the specifications of the product was conducted. Per specification, there is a confirmation of the integrity of this product throughout the manufacturing process. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the health risk assessment conducted, risk mitigation activities are being investigated. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
The patient was presented to ed (emergency department) on (B)(6) 2016 with damage to the PICC line around hub area (with crack) that had been in place 2 weeks ago in the (B)(6) male child. The surgeon decided to repair the PICC on (B)(6) 2016, using a competitor silicone repair kit (they have for repairing their competitor silicone long term tunneled cvc's). Since using another manufacturer's silicone and repair kit was causing issues with administering medication through the line, the PICC was replaced with another cook PICC. No adverse events or reactions to patient have been reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient was presented to ed (emergency department) on (B)(6) 2016 with damage to the PICC line around hub area (with crack) that had been in place 2 weeks ago. Surgeon decided to repair the PICC on (B)(6) 2016 using a competitor silicone repair kit they have for repairing their competitor silicone long term tunneled cvc's. Since using another manufacturer's silicone and repair kit was causing issues with administering medication through the line, the PICC was replaced with another cook PICC. No adverse events or reactions to patient have been reported.